Event description:
Caller indicated the relion confirm meter was giving variable results. Caller is getting variable readings that she is not comfortable with. She has been using meter since january with readings usually between 99-119, but last couple of days she has gotten readings of 255, 33 and 154 all within 5 minutes using different pokes. Technique seems good, storage good, finger testing only. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.